Event description:
Discordant advia centaur troponin and bnp results were obtained on two advia centaur instruments. The results were reported to the physician(s). The samples were retested and corrected reports were issued. It is unk if there was pt intervention or adverse health consequences due to the discordant advia centaur troponin and bnp results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instruments and the instrument data indicated that the cause for the discordant troponin and bnp results was due to the customer incorrectly placing the base solution container into the wash 1 container position on both centaur instruments. The instruments are performing within specifications. No further evaluation of the devices is required. Add'l sn#: (B)(4).